Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient experienced bilateral capsular contracture; baker grade iii on the right and baker grade IV on the left. Patient underwent bilateral explantation and replacement surgery on (B)(6) 2019. This supplemental medwatch report is for the patient¿s right-sided device. Left side issue is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that the patient experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation (mre) was performed for the finished device number 7503088, and no non-conformances related to the reported complaint were identified. Reason for device explant and/or reoperation: capsular contracture baker grade 3. Concomitant products: 440 cc mentor memorygel breast implant, catalog # smpx440, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a 440 cc mentor memorygel breast implant and experienced postoperative right-sided grade 3 capsular contracture, confirmed by a physician. The patient presented with pain and discomfort. As a result, the patient underwent explantation on (B)(6) 2019.